Event description:
Physician was performing a dilatation and curettage hysterectomy total laparoscopic salpingo-oophorectomy laparoscopic cystoscopy. Per the physician, the harmonic curved shears with ergonomic hand control would not work properly, no further description given.